Manufacturer narrative:
H6 investigation conclusion code was updated.

Event description:
There was an allegation of a suspected interference with the elecsys acth assay. A questionable high elecsys acth result was alleged for 1 patient sample on a cobas 8000 e 801 module. It was reported that the alleged sample generated high acth results that did not match the patient's medical history. The elecsys acth result on (B)(6) 2024 was 171. The unit of measure was not provided.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The alleged sample was requested, but not received for investigation. Based on the lack of information provided, the investigation did not identify a product problem.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.